Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited loss of capture and high impedances. During the procedure, an insulation anomaly was noted on the lead. The lead was capped.